Event description:
Red lumen leaking.

Manufacturer narrative:
Received one 2.6f vascu-PICC for evaluation. A visual examination revealed that the lumen had been trimmed from their original 50cm length. No damage to the catheter was evident. Liquid leak testing was completed. The test revealed the 21ga lumen leaked from a hole in the lumen distal to the hub. A dimensional analysis was completed on the lumen in the region that developed the hole. All measurements met specifications. Summary: the root cause of the failure is attributed to the lumen bunching during stylet retraction. The failures appear to be similar to those previously found to be caused by stylet interaction. The stiffening stylet can stick inside the lumen during retraction if not flushed with saline or if the catheters lumen is bent or coiled. The force applied to the stylet during retraction can easily surpass the column strength of the lumen causing it to bunch up. This bunching stretches the lumen and causes the stylet to rub against the lumen. This interaction can lead to a hole developing in the lumen. It is recommended that the lumen is flushed and allowed to remain as straight as possible before retracting the stiffening stylet. If bunching occurs, release the pressure on the stylet and start again with a slow steady motion.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.